Manufacturer narrative:
D4 and h4 - lot number, expiration and MFR date are unk at this time. We have inquired and are waiting for the info. The product in question was disposed at the account; therefore, will not be returned to boston scientific for further investigation. Boston scientific cannot conclusively determine the cause of the user's experience. If further info is found, a supplemental report will follow.

Event description:
The physician reported he was treating a lesion that was 99% stenosed and calcified in rca. The physician deployed a cypher in rca proximal. The physician reported since the blood flow was stopped, the rca mid distal, 4av, and 4 pd were dilatated. The physician performed ivus imaging and deployed another cypher in 4pd. The physician reported catheter in question was attempted to withdraw after imaging was completed, but the catheter was trapped and unable to move in both proximal and distal directions. The physician attempted to withdraw catheter in every way, but was unsuccessful. The catheter was surgically removed. The pt is in stable condition.